Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had mildly reduced right ventricular function per an echocardiogram (echo) prior to pump implant. The patient had a pulmonary artery pulsatility index of 1.7. The patient was tolerating being on impella support prior going to the operating room for durable ventricular assist device (vad). After the pump was implanted, the patient had the symptoms of elevated central venous pressure (cvp) and low flow alarms on the lvad when temporary right ventricular support was weaned. An echo and transesophageal echocardiogram (tee) was done and demonstrated severe right ventricular dysfunction with little movement in the right ventricle when support was weaned. The rvad resolved the low flow alarms. No log files were available. It was reported that the patient was implanted with the pump ((B)(6)) as a left ventricular assist device (lvad) on (B)(6) 2024. Later the patient had a lvad ((B)(6)) implanted as a right ventricular assist device (rvad) in the right ventricle on (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported right ventricular failure could not be conclusively established through this evaluation. Furthermore, the report of low flow alarms could not be confirmed as no log files were submitted for review and the device remains in use. A specific cause for these events could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 1 of the IFU also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with the pump ((B)(6)) as a left ventricular assist device (lvad) on (B)(6) 2024. Later the patient had a lvad ((B)(6)) implanted as a right ventricular assist device (rvad) in the right ventricle on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.